Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues noted with the profile of the tip. The tip od was measured using a digital snap gauge to be within specification. The stent was stretched and damaged. The strut rows from the centre of the stent were stretched as far as the tip of the device. The length of the stent of the returned device was 34mm. This type of damage is consistent with the stent encountering resistance possibly during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30oct2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.75mm x 24mm promus element¿ plus stent was advanced on several attempts but failed to cross the lesion. The device was removed from the patient and the procedure was completed using the same size non bsc stent. No patient complications were encountered and the patients status was good. However, returned device analysis revealed stent damage.